Event description:
It was reported that the patient was recharging every 4 days as they saw their implantable neurostimulator (ins) battery level drop from full to 50% full. A battery longevity calculation was performed and with a group therapy impedance of 220 ohms, 5.6v amplitude, 450 microsecond pulse width and a rate of 60 hertz for 12 hours a day the calculation showed recharging about every 5 to 6 days. This group had 2 cathodes and 2 anodes programmed. On the patient¿s other group which had a therapy impedance of 487 the recharging interval was about 11 days. The patient noted a drop off right after the implant and a short recharge pattern since then. The patient was going to try the group with the higher therapy impedance to see if that spread the recharger interval. A manufacturer representative reported that there was not a 50% or greater symptom reduction but also noted that the patient was doing good and receiving effective therapy. It was unclear if the patient was getting therapy or not. The cause of the event was not determined and it was unknown if the issues were device related. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(6), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).